Event description:
It was reported that approximately one year post filter deployment, a detached filter limb was discovered in the right ventricle. The filter was retrieve successfully; however, the detached limb remains embedded in the right ventricle. No attempt was made to retrieve the detached filter limb. The patient status is unknown at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.